Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further stated that in the first case the fetch device was inserted via the right femoral artery sheath. The distal end of the fetch device was noted to be broken with a slender wire remaining between the two ends . Doctors were able to remove both the device and sheath and exchange the sheath without harm to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noticed 2 separations on the catheter shaft 1 at 74.5cm from the strain relief and the other at 76cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported the shaft broke. A fetch®2 catheter was selected for use during a thrombectomy procedure. The catheter was noted to have broke before it was advanced though an unspecified guide catheter. The device never entered the patient. No complications were reported.